Event description:
Medwatch #: (B)(4). It was reported that a balloon rupture occurred. A 7.0mm x 100mm sterling was selected for use. During the procedure, it was noted on intraoperative x-ray that the balloon ruptured. The catheter was removed from the patient. All pieces, of the balloon, were present, and the length measured correctly. X-ray showed no remaining pieces inside the patient. X-rays of the chest and abdomen were obtained. The x-ray of the chest showed a foreign body in heart area, likely from an unknown ivc filter. The x-ray of the abdomen was negative.